Event description:
It was found during servicing that the device has a physically damaged power pca. The bench technician evaluated the device and found physically damaged power pca. The device needs a power pca. Upon conclusion of the evaluation, it was determined that the power pca is damaged and will be replaced. The device after servicing with part replacement will be returned to the customer. No further evaluation around the front case is warranted at this time.